Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2026 at around 11:00am, the cgm reading was 250 mg/dl, and the insulin pump inserted insulin based on this. The patient stated it then "shut off" around 11:30, after which they experienced a seizure. The patient was unconscious for around 2 hours. The patient believes that the blood glucose reading was below 20 mg/dl, but no specific blood glucose reading was reported. The patient was treated with a glucagon injection, but it was unknown by whom this was given. The patient went to the hospital after and would have been treated with intravenous dextrose. The patient was discharged after 5 hours. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.